Manufacturer narrative:
(B)(4). Concomitant medical products: stent: 8tx40x136 xact dilatation balloon: 5x20x135 rx viatrac there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of cerebrovascular accident and coma, as listed in the emboshield nav6 instructions for use (instructions for use (IFU), are known adverse events associated with the use of a peripheral device in native peripheral arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The rx viatrac device is being filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2017, the procedure was to treat a heavily calcified lesion in the moderately tortuous left internal carotid artery (lica). An emboshield nav6 lg 190cm embolic protection system (eps) was advanced past the lesion without issue. A 5x20x135 rx viatrac balloon was advanced and inflated without difficulty when, during inflation, the patient breathing became notably very labored then patient become totally unresponsive neurologically. No thrombus was noted, but a stroke was confirmed to have occurred. An 8tx40x136 xact stent was then successfully deployed, as planned, resulting in good flow and good overall result, as confirmed angiographically and on computerized tomography scan. The nav6 was retrieved without difficulty. No interventions were performed. While there were no device issues, the patient neurological deficit remains and patient remains comatose (but not intubated) and, as of (B)(6) 2017, is not expected to recover in the near future. No additional information was provided.